Event description:
The hcp reported the patient developed sleep apnea after pump implant. The pump was explanted after an implanted duration of 19 months and not replaced. It was returned to the manufacturer for analysis. A follow up report will be sent when additional informatio is received.